Event description:
The pt called lifescan and alleged that their meter would not power on. The last time they were able to test on their meter was 05/2005. They did not report the glucose results. They reported feeling shaky and having cramps at some point. They did not test while having the symptoms. They were given glucose by their healthcare professional. The result, if any, obtained on the medical professional's meter was not provided. The batteries were correctly installed and less than 1 year old and the battery contacts were in good condition. The issue was not resolved with troubleshooting. Based on the information provided, there is evidence of a meter malfunction, however,there is no evidence of the pt sffering a serious injury. It would have been helpful to know what the pt's blood glucose was, how often they test, whether attempted to test before having the symptoms, etc. Medical affairs attempted unsuccessfully to reach the pt for more clinical information. A letter is being sent as a second attempt to reach the pt.